Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer was admitted to the intensive care unit on approximately 10/1/2023 with a blood glucose level reported as "high"; with high ketones. Specific bg value was not provided. Customer had administrated a manual correction injection to address bg. Customer was treated with intravenous fluids of saline and insulin. Customer was unable to recall discharge date. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.